Event description:
It was reported that during a device change out for normal eri, the lead was capped due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.